Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument's conductor wire was damaged. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis.